Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device's reload was able to close properly before putting on the tissue; however, it could not be opened. Another reload was used to complete the procedure. There was no patient injury.